Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple knives were dull when attempting to make the main incision during three separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Four opened knife samples were received correctly inserted into tip protectors inside a bag for the report of being blunt. The returned samples were visually inspected and were found to be conforming. The returned samples were functionally tested for penetration and were found to be conforming. Photos attached to the parent complaint were also reviewed by the investigation site. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are six additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming therefore, blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).